Event description:
Failure to maintain vacuum. An oncological patient was referred for treatment with renasys go by the onco-orthopedic department at (B)(6). (B)(6) 2014: she was hospitalized following a fall and released with the recommendation to continue the vacuum treatment. On (B)(6) 2014 a report was received from the family of the woman who was being treated at her home with the vacuum device that the device is not performing the suction function and there is some bleeding around the bandage. Her husband was instructed by telephone to disassemble the device and to remove the bandage from the wound. He was told that if the bleeding increases, he should go to the hospital. Later, the patient¿s husband reported that the patient fainted, the bleeding increased and she began vomiting. At 17:01 on the same day, her husband reported that she died in the ambulance on the way to the hospital. Later it became apparent that she had fainted before but the ambulance was cancelled because her situation had improved.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Failure to maintain vacuum. An oncological patient was referred for treatment with renasys go by the onco-orthopoedic department at (B)(6) hospital by the (B)(6) fund. (B)(6) 2014: she was hospitalized following a fall and released with the recommendation to continue the vacuum treatment. On (B)(6) 2014 a report was received from the family of the woman who was being treated at her home with the vacuum device that the device is not performing the suction function and there is some bleeding around the bandage. Her husband was instructed by telephone to disassemble the device and to remove the bandage from the wound. He was told that if the bleeding increases, he should go to the hospital. Later, the patient's husband reported that the patient fainted, the bleeding increased and she began vomiting. At 17:01 on the same day, her husband reported that she died in the ambulance on the way to the hospital. Later it became apparent that she had fainted before but the ambulance was cancelled because her situation had improved.